Event description:
During a procedure to evacuate clots from the bladder, the entire tip of the rotating continuous flow resectoscope inner sheath fell off wholely into the pt. A phone call to the facility requesting additional info revealed that the tip was removed from the pt during an open procedure and that the pt had expired.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly. A conversation with (B)(6) revealed that the device had been repaired by a third party repair facility prior to the surgery.